Manufacturer narrative:
The returned part 2000-9061 (pol 5.5 ti plug driver) from lot zb140201 was visually inspected by quality engineering. Initial inspection confirms the reported complaint; the driver shows evidence of twisting at the tip. The pentalobe tip is deformed/twisted in a manner consistent with the application of excessive torque. A functional analysis of the device could not be performed because the device was too damaged to engage a plug and rod. The DHR (device history record) for this lot was reviewed and no non-conformances or other discrepancies were identified that could potentially cause the reported failure. The device passed all inspection criteria and met hardness specifications. The root cause of this event cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique (use of instrument with the corresponding torque limiting handle), and/or misuse. Sections were updated based on the completion of the device evaluation.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.(B)(4).

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the driver fractured during surgery. No adverse events were reported.